Event description:
It was reported that there were purple lines running across the pump display screen; purple lines ran across the graphics and text. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.